Event description:
Event description guidant received information that the patient with this lead experienced pre-syncope due to loss of ventricular capture because of a rise in pacing thresholds. Additionally, it was noted that the lead impedance measurements of this lead had dropped from 1000 ohms to 530 ohms over the past five months.